Event description:
Family of the pt reports to home care nurse that the pt was found not breathing at approx 4am. They report that the pt was monitored on a cardio-resp monitor, healthdyne model 900s. Pt was unable to be resuscitated. Reports are unclear as to whether or not the monitor alarmed at the time of the incident.